Event description:
Pt was using the johnson & johnson advanced healing pads to minimize the appearance of scars formed after surgery 2 months ago. Prior to application of the dressings, the incisions were completely healed. These healing pads were applied 3 days ago. Prior to showering this morning, pt removed the healing pads. Not only did pt develop ulcerations, but the skin was subsequently ripped off in several places. Pt has photos for documentation.